Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we had a radial artery catheterization set ra-04020 where the wire broke in half when inserting the catheter into the radial artery". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".